Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a stylet got stuck in a left ventricular lead during the implantation surgery. Lead was exchanged for another and the procedure was completed successfully. Patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
The reported event of ¿stylet got stuck in the lead¿ was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly which is consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.